Manufacturer narrative:
According to the customer contact, when using a 21g blood collection set, the customer reported issues with hole in tubing, safety lock not engaging, rubber sheath falling off. According to the customer contact, due to the "tubing having a hole in it" the patient had to be restuck. There were no additional details provided in the report. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact, when using a 21g blood collection set, the customer reported issues with hole in tubing, safety lock not engaging, rubber sheath falling off. According to the customer contact, due to the "tubing having a hole in it" the patient had to be restuck.